Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
Customer reported a broken cryocyte bag, discovered during thawing. The seams on the bags burst, and there was a clean cut across the middle of the bag. The stem cells stored in the bag were used for autologous transplantation. No additional medical treamtment due to the break was required, and sterility testing results were negative for bacterial growth. The fill volume was 60 ml. 3 seals were made in the donor tubing, the last one at the level of the tip of the yellow d ring. The duration of storage was approximately 20 months. The bag was cooled with a mechanical freezer before storage in liquid nitrogen liquid phase. Prior to thawing the bag was placed in vapour phase for one day prior to placement in a 40 degree c water bath. The bag was not transported inter-facility subsequent to freezing. The customer discarded the broken bag, so it is not available to baxter for evaluation.